Manufacturer narrative:
The factory has not yet received the device for evaluation and this complaint is still under investigation.

Event description:
The customer reported a failure of the pacer keypad where the rate increase button intermittently failed.